Manufacturer narrative:
The patient's previous short to shield was reported under MFR # 2916596-2018-05746 and their previous driveline repair was reported under MFR # 2916596-2021-07415, and their elevated ldh level was reported under MFR # 2916596-2018-02410. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient underwent a heart transplant due to elevated lactate dehydrogenase (ldh) levels and driveline fractures. The patient experienced alarms on their power module and was kept on ungrounded patient cable.

Manufacturer narrative:
E1; reporter full name - (B)(6) reporter email was not available. Manufacturer's investigation conclusion: evaluation of heartmate ii lvas, serial number (B)(6), confirmed the presence of pump thrombosis. Additionally, the report of suspected driveline damage was unable to be confirmed through evaluation of the returned pump. (B)(6) was returned assembled with the driveline cut approximately 1 inch from the pump housing and the distal portion measuring approximately 39.5 inches was also returned. There was evidence of a previous driveline repair at approximately 21.5 inches from the controller connector. All parts of the inflow conduit (the inlet tube, inflow conduit flex section, and inlet elbow) were returned assembled. The inlet elbow was attached to the pump. The outflow graft was returned attached to the outflow elbow, which was attached to the pump. The outflow graft bend relief was attached at the graft hardware. The bend relief collar was secured in place at the proximal end of the outflow graft/bend relief by suture. Examination of the proximal side of the outlet stator revealed a red, non-laminated thrombus situated around the outlet bearing ball and in between the stator blades. The thrombus showed signs of denaturation suggesting that it was present for an undetermined period of time during support. The lack of laminated layering suggests that the thrombus did not form in the outlet stator; however, its origin could not be determined. Although a root cause for the development of this thrombus could not conclusively be determined through this evaluation, it appeared that the observed thrombus was present during patient support and could have contributed to the elevated lactate dehydrogenase (ldh). The driveline was tested for electrical continuity in the condition that it was received and did not reveal any discontinuities or shorts. The layers were carefully removed and microscopic inspection, as well as hi-pot testing, did not reveal any areas of current leakage. Review of the device history records for (B)(6) showed no deviations from manufacturing or qa (quality assurance) specifications. The heartmate ii lvas instructions for use (IFU) is currently available. The IFU lists device thrombosis and hemolysis as adverse events that may be associated with the use of heartmate ii lvas. The patient care and management section of the IFU outlines indications of thrombus and how to respond to such events. This section also discusses anticoagulation, including recommended inr (international normalized ratio) values. The section entitled ¿pump performance monitoring¿ under patient care and management covers wear and tear to the driveline. The IFU warns that at least one power cable must be connected to a power source at all times. Section 7 ¿alarms and troubleshooting¿ describes alarm conditions as well as the appropriate actions associated with them. Patient handbook is also available. This handbook contains a section on "caring for the driveline." However, all heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur dependent upon length of use and patient handling. The ¿alarms and troubleshooting¿ section outlines system controller alarms as well as how to respond to such events. No further information was provided. The manufacturer is closing the file on this event.